Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 600 mg/dl. The customer had treated their blood glucose with the insulin pump. It was also found the customer was receiving sensor error alarms on their insulin pump. Customer was advised of the causes of their sensor alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.